Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited reproducible noise. The patient was asymptomatic. The lead extraction procedure was postponed for further consultation with a lead extraction specialist as the patient had an occlusion. No intervention or additional information was reported.